Event description:
The customer reported that the system displayed a data error message during boot up and was loosing pt info. No pt injury was reported.

Manufacturer narrative:
The ge service rep performed an onsite investigation and replaced the hard drive and reloaded the software. The system was tested and found to be working as intended and put back into service.